Manufacturer narrative:
The event of inappropriate magnet response was confirmed. The device was received with normal output and intermitted telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. As a result of this finding, abbott is performing further investigation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The device had reported issue of inappropriate magnet response and mentions the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The device was explanted and replaced. The patient was stable.